Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the patient's common bile duct on (B)(6) 2014. According to the complainant, when the stent passed through the biopsy cap, the sponge from the biopsy cap was detached and became stuck in the stent. No visible issue with the complaint device or the packaging was reported. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.